Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device evaluated found that the system error 322 was caused by the upper and lower latch switch screws being loose which caused the upper and lower latch switch to move in and out from the upper and lower door latch. The loose nylon screws will trigger and intermittent open/close switch connection causing the system error 322. The upper and lower auxiliary were replaced.

Event description:
It was reported that a device alarmed for a system error 322. There was no patient incident reported.